Manufacturer narrative:
Concomitant medical products: 4968-25 lead, implanted: (B)(6) 2011.

Event description:
It was reported that a remote monitoring transmission showed non-capture on the rv (right ventricular) lead, along with high thresholds and high impedance. The lead was able to capture at high outputs. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.